Manufacturer narrative:
Complaint allegation is confirmed. Upon visual inspection, it was noted that the capturing rod assembly had broken threads on one side of the distal ends of the threads. Laser marking had corrosion and faded. Functional testing was not performed due to the damage to the device. The most likely cause of the reported failure is a user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via sems-06664365 that a 5033-100 capturing rod assembly has a broken fragment from cross-threading. It is believed that this happened in a previous case. There was no additional information was provided, and additional information has been requested.

Event description:
On 09/19/2024 additional information was received by a sales representative via email who stated that the procedure performed was a trochanteric nail. The device broke while cross threading the rod onto the capturing screw. No photos or videos were taken. No fragments were left in the patient. No delays and no need for additional anesthesia.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6. Investigation is in process. A follow-up report will be provided upon availability of additional information.